Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2023. The lot was manufactured from january 12, 2022 to january 21, 2022. The actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was placed onto an in-lab luer with no issues identified. Functional pressure testing was performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had a connection issue; further described as a "loose fit/connection" when connecting to the patient's transfer set. The patient added the cap had fallen off at times. There were no leaks and no issues with the packaging. Caps from a different order were used with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information was available.